Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "70001-3435 pump changes rate from 35 to 75 ml/hr. Event date: unknown. Human harm: no. Delay in therapy: no. Need for medical intervention: no".